Event description:
It was reported that they were having trouble with recharging the implanted neurostimulator (ins) for 6 months. Caller reported they noticed yesterday the paddle gets very hot when charging the ins. Caller stated it takes 10-15mins to connect to ins to charge and they have to reposition the antenna. Caller stated patient service (ps) asked caller to inspect the recharging antenna for damage and caller said there was insulation pulled back on the wire about a 16th of an inch near the paddle area and they was seeing something that looks like a shielded cable. Controller show implanted neurostimulator 40%, controller 100% charged. It was reported that it was taking forever to recharger the ins and was getting repositioning recharger message. The issue was not resolved. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: UDI#: b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: electrical failure. No device found message. Record of the two values, the number high (00), the number low (00). Failed all bench tests. H7, h9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.